Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 2, 2020. The investigation of the returned device was completed by the failure analysis lab on march 6, 2020. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. The device was visually inspected, and a crease was noted on the posterior view. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis experienced right sided deflation post procedure. The doctor¿s office confirmed an official medical diagnosis for the deflation was obtained. As a result, replacement with natrelle implants is planned for (B)(6) 2020.